Event description:
Pt reports their tubing gets stuck at site. Pt reports experiencing pain at a level 10 at site since tubing gets stuck and applies heat on it. Pt also reports they are having to change the site often due to this. Dates unknown. No further information, details or dates available. Unknown if md (doctor) is aware. Sq (subcutaneous) remunity pharmacy fill pt. Pt started using remunity device (B)(6) 2024. Unknown how many tubing sets pt had issues with. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - unknown. Is the actual tubing set available for investigation? - no, not available for return. Did we replace tubing set? - yes. Did the patient have a backup tubing set they were able to switch to? - yes, pt had additional tubing sets. If yes, was the patient able to successfully continue their infusion? - yes. Reported to (B)(6) by: patient/caregiver.